Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off/no power or low battery alarm or blank display noted. Unit had motor error alarm during occlusion test and a33 error alarm at 4.0 lbs. During prime/delivery test due to moisture damaged inside back pressure sensor. Motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had recently fallen into the toilet and was no longer functioning properly. Customer stated that the device had a blank display and had condensation under the screen at times. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.